Manufacturer narrative:
Product ID 977a260, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from the patient. It was reported that way back, leads looked like thy moved 1/2 inch quite a while back. Just an x-ray was done. Doesn't look like any additional change. Poking is not resolved. Maybe it's a nerve from the stem (stim). Need to shut it off sometime. Bad at times. Patient had an appointment in 2 weeks. Patient's weight at the time of the event was (B)(6). The serial number of the lead was not known. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient felt a sharp poke in their back as well as knee pain. Patient reported this was occurring daily. Patient reported that their lead moved and they did an x-ray which showed the lead moved about half an inch. Patient reported the sharp pain was gradual and was in his back above belt line. Patient reported that the first spot was about 1 to 2 inches from the spine on the right of the spine and the 2nd spot is at the ins implant site which is on the left. Patient stated once in a while he will slap the spot or squeeze the spot and it stops poking him. Patient stated this happened about 6 times a day if not more and happened every day. Patient stated he had knee pain was told they may not be able to reach the knee pain. Patient stated he thinks when he had the trial the stim controller the knee but wasn't sure. Patient stated that the poking in back began in (B)(6) 2019 and knee pain began (B)(6) 2019. Lead moved about 6 months ago or so. No further complications were reported/anticipated.